Event description:
Related manufacturer report number: 2017865-2023-17497. It was reported during in clinic follow up that the atrial lead exhibited a failure to capture or sense. Fluoroscopy revealed that the atrial lead had dislodged and the right ventricular lead had lost slack. Twiddlers syndrome was suspected. Both leads were explanted and successfully replaced. The patient was stable and asymptomatic.